Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the suction channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of endoscope] 1. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel or scope connector. 3. Cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities in the [suction check] 1. Depress the suction button. Visually verify that water is being sucked into the suction bin. [Inspection of forceps channel] 1. Insert the treatment instrument through the forceps plug, and visually and by hand check that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a scratch on the s-connector, water tightness was lost; due to the clogging of the suction tube in the universal cord, foreign objects came out of the suction port; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; distal sheath had a scratch; the adhesive on the distal sheath had a chip and a white clouded area; due to damage on the s-connector, the image was not displayed; the adhesives around the light guide lens had a white clouded area; and the adhesives around the objective lens had a white clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera gastrointestinal videoscope presented with air and water leakage from the scope connector. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the suction channel had foreign material. This report is to capture the reportable malfunction of a foreign substance found on the suction channel noted at estimation.